Event description:
It was reported that a patient presented in clinic for a follow-up appointment. An x-ray was performed and the patient's left ventricular (lv) lead had been found dislodged. The patient was asymptomatic. On (B)(6) 2021, the lv lead was capped and replaced. The patient was stable throughout procedure.